Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records for top assembly batch 7001373 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal circumflex (cx). The lesion was 3 mm wide, 113 mm long, and 85% stenosed. The lesion had moderate calcification. The physician predilated the lesion prior to placing a 3.0 x 16 mm taxus express2 stent. Postdilatation stenosis was 0%. The pt rec'd aspirin, plavix, and angiomax during the procedure. The pt was discharged one day later on aspirin and plavix. On day 646, the pt had a tvr to the prox cx at a non enrolling hospital. Poba was performed for in-stent restenosis. The pt was discharged one day later. In the opinion of the physician, there was an unknown relationship between the tvr and the taxus stent.